Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.

Event description:
Information received indicates the bed has no hi/low function due to fluid ingress onto the 22-position connector on the retracting frame.